Event description:
During a lobectomy procedure, there was an abnormal sound like rasping sound at 1st firing. Staples malformed and pt led (400cc). It was completed by aditional suture. There was no pt consequence.